Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. During troubleshooting with tandem technical support, the customer attempted to load a new cartridge but received a cartridge error alarm 9. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.